Manufacturer narrative:
Customer service conducted troubleshooting with the customer, including disassembling, inspecting, cleaning and reassembling the kit and tubing set; and verifying breast shield fit. The troubleshooting did not resolve the issue. The customer was sent replacement parts, including smaller breast shields, and return of her original parts were requested for testing/evaluation. The customer was contacted by a complaint handler to get additional information on multiple occasions, with no response as of the date of this report. The instructions for use provides instructions for breast shield sizing, including reference to medelabreastshields.com and referral to a lactation consultant for assistance in choosing the correct size breast shield. Based on the results of ca11-001, it cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is (B)(4)% for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2019, the customer alleged to medela llc that she was experiencing low suction with her freestyle breast pump and a fit issue with the 24 mm breast shields. She additionally alleged that she had mastitis and has been prescribed an antibiotic by her doctor.

Manufacturer narrative:
The customer returned her spare parts and breast shields, which were evaluated on 03/19/2019 using a lab freestyle pump. The pump did not pass suction and cycle specifications. It was identified that the customer's breast shield overmold was damaged. Refer to attached evaluation. The customer's report of low suction was confirmed.